Manufacturer narrative:
Additional info has been requested. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).

Event description:
A customer reported they were unable to maintain suction during a laser procedure. Additional info has been requested.